Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges " "during use on a patient, the ventilator alarm went off and the user found the ventilator side connector came off the flex tube. Therefore, a new unit was used instead. There was no reported patient's injury or death as a result of this occurrence."

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the connector was detached. This may be caused due to mishandling of the product during use and storage conditions of the product. The instructions for use (IFU) state that this product must be stored in a cool, dry place, protected from light and ozone. In addition, the product cannot be used with flammable anesthetics and it is for single use only. It was noticed on the returned sample that there were weld marks on both of the connector sides. This shows that the heat welding process was performed after both sides of the flex tube were glued. In addition, the connector was measured using a 15mm ring gauge and it was found to meet specification. At the manufacturing site, a 100% inspection and leak testing is conducted on this product; therefore, a defect of this type would be detected prior to release. It is most likely that the defect occurred due to improper storage or mishandling, although this could not be confirmed. (Con't) other remarks: a conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges " "during use on a patient, the ventilator alarm went off and the user found the ventilator side connector came off the flex tube. Therefore, a new unit was used instead. There was no reported patient's injury or death as a result of this occurrence."